Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that site got a passing registration.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that they had difficulties with registration, however the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the register task of a catheter placement procedure the site had difficulties with registration. The site stated that they got a .9 error metric but when they checked the error at cross-hair metric it was around 200. They said the area of accuracy went away as well. The site completed the case without the use of navigation. There was a delay to the procedure of less than one hour, and there was no reported impact to patient outcome. After the case, the clinical specialist (cs) selected the previous registration (of about 1.2mm) and then went back to the 0.9mm registration and the zones of accuracy had returned and the error at crosshairs of 0.7mm appeared to be working as expected.